Manufacturer narrative:
A2 - date of birth: year of birth 1933. H3 - device evaluated by manufacturer: the available media is consistent with the reported event. A lotus edge catheter is advanced through the patient's anatomy and across the aortic annulus. The valve is unsheathed and locked but is positioned too high relative to the annulus. The next available series timestamped 2 minutes and 47 seconds later shows the valve partially unsheathed with 3 flopping posts. The catheter can then be seen in the descending aorta with one post outside the outer sheath. The re-sheathing of the valve and the repositioning of the catheter was not made available for review. The remaining series show the placement of the second lotus edge valve. The second valve is deployed deeper and released. The final contrast assessment indicates a good result with no visible aortic insufficiency. The patients right femoral is balloon dilated after the transcatheter aortic valve replacement (tavr). The cause of the reported event cannot be determined from the available media. The lotus edge valve delivery system (24095573-25) was returned for evaluation. The device returned with the distal end of the catheter lodged inside an isleeve introducer sheath. 40mm of the device was protruding from the distal end of the introducer sheath. The valve was partially unsheathed. The device was received with the release collar at the starting position. During analysis, the blue knob of the handle and the release collar were removed. The tip of the ratchet pawl was noted to be bent backwards which indicates that the device was bailed out. Bail out is performed after the release phase has been initiated by sliding the release door forward and rotating the collar when the operator then decides to re-sheath the device and so rotates back the collar and slides the release door back to the starting position. The isleeve port was flushed and the isleeve was pulled distally off the device. The valve was unsheathed and stopped at the point where the release slider met the distal face of the push pull slider slot. The valve was visually inspected, and it was confirmed that all three release pins had been pulled from the post tops. No other damage was noted to the valve or distal components. The device was fully unsheathed. The collars were manually retracted, separating the valve from the delivery system without issue. Based on the event description and analysis of the returned device it is likely valve release was inadvertently initiated when first positioning the device. The device was then fully re-sheathed to facilitate repositioning and on the subsequent unsheathing the three floppy posts were noted as a result of the initiation of release. With respect to deployment the lotus edge implantation procedure, the field training document states that after initiating release phase one, valve repositioning is no longer possible. In accordance with the lotus edge implantation procedure and the directions for use (dfu), valve release should not be attempted until the device is in the desired position and function is confirmed.

Event description:
It was reported that failure to re-sheath and dissection occurred. The native aortic annulus was 23.7mm (perimeter derived) with moderate calcification on the leaflets. The thoracic aorta was tortuous with calcification and atherosclerotic plaque throughout the aorta and peripheral anatomy. An 15f isleeve introducer sheath was placed and a 25mm lotus edge valve (lot 24133901) was advanced. There was noted resistance advancing through the introducer sheath. The introducer sheath was rehydrated and the lotus edge valve was again advanced. The lotus edge valve was deployed in a high position and a tug test was performed. The lotus edge valve moved. A full recapture of the lotus edge valve was performed in accordance with the directions for use. The lotus edge valve was repositioned and upon unsheathing for deployment, there were three floppy posts. The lotus edge valve was again re-sheathed however one of the posts would not re-sheath into the lotus edge delivery system. The lotus edge delivery system was withdrawn to the 15f isleeve introducer sheath but could not be withdrawn through the 15f isleeve introducer sheath. The lotus edge valve, delivery system and isleeve introducer sheath were removed together. A femoral dissection occurred. The dissection was ballooned. A second 25mm lotus edge valve (lot 23997367) and a lotus introducer sheath were used. The second 25mm lotus edge valve was deploy with an excellent result. The patient was discharged home the next day.

Manufacturer narrative:
Date of birth: year of birth 1933.

Event description:
It was reported that failure to re-sheath and dissection occurred. The native aortic annulus was 23.7mm (perimeter derived) with moderate calcification on the leaflets. The thoracic aorta was tortuous with calcification and atherosclerotic plaque throughout the aorta and peripheral anatomy. An 15f isleeve introducer sheath was placed and a 25mm lotus edge valve (lot 24133901) was advanced. There was noted resistance advancing through the introducer sheath. The introducer sheath was rehydrated and the lotus edge valve was again advanced. The lotus edge valve was deployed in a high position and a tug test was performed. The lotus edge valve moved. A full recapture of the lotus edge valve was performed in accordance with the directions for use. The lotus edge valve was repositioned and upon unsheathing for deployment, there were three floppy posts. The lotus edge valve was again re-sheathed however one of the posts would not re-sheath into the lotus edge delivery system. The lotus edge delivery system was withdrawn to the 15f isleeve introducer sheath but could not be withdrawn through the 15f isleeve introducer sheath. The lotus edge valve, delivery system and isleeve introducer sheath were removed together. A femoral dissection occurred. The dissection was ballooned. A second 25mm lotus edge valve (lot 23997367) and a lotus introducer sheath were used. The second 25mm lotus edge valve was deploy with an excellent result. The patient was discharged home the next day.